Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and cleaned all the optical lenses. The instrument was inspected, tested without further problem, and returned to service.